Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assistance device (lvad) on (B)(6) 2017. It was reported that the patient expired. It is unknown whether or not the patient's outcome was device or therapy related. It was not reported that there were any device issues or malfunctions that may have caused or contributed to the patient's cause of death. No further information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii lvas, serial number (B)(4), and the reported event could not be conclusively established. The patient expired on (B)(6) 2019 and heartmate ii lvas, serial number (B)(4), was not returned for analysis. According to the vad coordinator, the equipment was requested from the family but has not been returned. No further information was provided. The manufacturer is closing the file on this event.